Event description:
A malfunction on the customer¿s pump was reported by the patient's mother. It was unknown whether the malfunction caused the customer¿s blood glucose level to exceed 500 mg/dl, as this information was declined. The customer was initially unable to reset the pump due to a lack of charging supplies. Later, technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further issues occurred.